Event description:
It was reported that the t:slim x2 pump battery would not charge, even after numerous troubleshooting attempts with different adapters and cables. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump to be sent, advised the customer on necessary steps including storage mode and return procedures, and informed them about the need to obtain a compatible sensor prescription due to updated software. The customer was instructed to program their settings into the new pump and return the defective one within 10 days to avoid charges.